Event description:
Pt with history of rheumatic heart failure, kawasaki's disease, smoker needed aortic valve replacement due to insufficiency and stenosis. A 21mm cryolife homogragt root relacement was done. Pt readmitted 17 days later and 12 days later with fever and valve endocarditis secondary to candida albicans.